Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the necessary steps to remove air from the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.